Event description:
The following event was reported to implantcast gmbh: "handle mount was bent ". Note: it is known that the issue occurred intraoperatively/during use. However, according to the available information, this issue had neither a health impact on the patient nor the surgery was delayed. Another t- handle was used instead to finish the surgery.

Manufacturer narrative:
According to the description of the event, the opening of the connecting part of the t-handle was deformed. The product in question was provided for an optical examination. It could be observed that the opening of the connecting part of the t- handle has cracked. It was reported that there were no impacts on patients, users or third parties relating to the reported error pattern. Another product was used instead when the t-handle was cracked. The manufacturing documents and the material certificates of the t-handle were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined why the deformations occurred on the edges of the t-handle. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the t-handle. A potential cause could be an unintentional user error, however this cannot be confirmed or denied due to a lack of information. The condition of the bone may also be a contributing factor to the cracks of the handle, but since there is no available information regarding the condition of the bone, no statement can be made regarding this possibility. The product is in use for over 15 years. This event was assigned to the error pattern "break of the instrument" in the associated risk management.